Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother explained that it had started filling tubing before customer had pressed button. The customer's had to stopped the procedure and resumed at which point she had to press button to fill tubing but after resumed it continue to fill tubing until whole reservoir was empty. The customer was advised that the pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, scratched case, cracked battery tube threads, scratched keypad overlay and a pillowing keypad overlay.